Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a single low shock impedance measurement. The lead remains implanted. There were no adverse patient effects reported. Additional information was received that there was one out of range impedance measurement but since then all measurements have been normal. The physician will evaluate the lead at the next clinic visit.

Manufacturer narrative:
The field representative has been contacted. This report will be updated when further information becomes available.